Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was not stated by the physician. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2026. During the initial titration on (B)(6) 2026, the patient reported that they experienced discomfort in the form of a burning sensation and felt like the ipg was moving in the pocket and continually had to push on the ipg to flatten it out. The patient was seen for a follow up by the surgeon and it was suggested that the suture may have come out. On (B)(6) 2026, during a titration follow up it was noted that there was a drop in impedance in (B)(6) that tapered off and stabilized and the system passed the compliance check. The patient was encouraged to leave the device alone and not manipulate the lead or battery. It was noted that the patient was hospitalized due to panic and brain fog unrelated to barostim and while at the hospital an xray was done. Around (B)(6) 2026, the patient continued to feel discomfort and during titration the impedance jumped around between the 300's and 700's however still passed compliance. The patient's xray was reviewed and it revealed that the ipg was facing the wrong direction and there appeared to be a tangled ball of lead just above the ipg. The patient's therapy was disabled on (B)(6) 2026. On (B)(6) 2026, a lead revision was done and on (B)(6) 2026, therapy was resumed.